Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block and arrhythmia. It was further reported that during an unrelated open heart procedure the right atrial (ra) and right ventricular (rv) leads were cut completely through in the left subclavian region. The leads were capped and replaced. No patient complications have been reported as a result of this event.